Event description:
Unomedical reference number (B)(4). Event occurred in slovenia. It was reported that the patient faced produodopa- cellulitis of the puncture site in the lower abdomen and a 10-day treatment of amoxiclav was introduced. The patient continued treatment with produodopa. No further information available.